Event description:
My doctor gave me the three shots of euflexxa. My knee turned very red and swollen and hot. I was in a lot of pain. Now my knee hurts worse than before I had the treatment. Reference reports: mw5154368, mw5154369.